Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly the cause was the customer not taking enough bolus correction for their food consumption. The customer attempted to resolve the issue by delivering a bolus. Additionally, the customer went to the emergency room (ER) where lactated ringers were administered. The customer left the ER with a bg of over 500 mg/dl and liver dysphoria. Subsequently, the customer was admitted to the hospital where an insulin drip and a saline drip were administered to address the high bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved.